Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, passed away due to an unknown cause. It was not reported whether the pt was hospitalized prior to death. It was not reported whether the pt was connected to the hc at the time of death or if pd therapy was ongoing until the time of death. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.